Event description:
It was reported that the patient had bilateral hip implants since 2008. He became aware of the implant recall by word of mouth. He has not been contacted or received a letter from his surgeon. Patient states that he is experiencing problems in only his left hip. He states there is a squeaking noise when he extends or flexes his left hip. He also experiences some weakness in the same hip which has been the case since the initial implant. Occasionally he has a pulling sensation from the left hip down to the thigh. He states that he is most concerned about the possibility of corrosion and system poisoning. Patient has not yet seen his orthopedic surgeon but will call to schedule an appointment.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.